Manufacturer narrative:
Additional information received indicated the impella device is available and will be returned.

Manufacturer narrative:
D9: added the devices return information

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted via the right femoral artery in a 75-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), with a history of prior coronary artery bypass grafting, known coronary artery disease, diabetes mellitus, and dialysis. The patient¿s clinical state prior to initiation of support was identified as scai shock stage e. The impella was inserted and started without issue. During left heart catheterization using a single stick, waveforms became abnormal and flow decreased (on auto). The device was changed to p-6, which triggered a suction alarm, then decreased to p-4 (suction), then to p-2 (suction). The team checked position and repositioned the device, and a fluid bolus was started. At p-1, there was no suction; at p-2, immediate suction occurred, so the device was returned to p-1 (no suction). The physician performed a right heart catheterization and echocardiogram, and each time the device was increased to p-2, a suction alarm occurred. After consulting with the clinical support center (csc), the decision was made to remove the current impella and insert a new one. The device will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient, and support was resumed without any known adverse events.